Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. The manufacturer's international field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The international fse calibrated the touchscreen and the issue was resolved.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.